Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the occlusion alarms, and resumed insulin delivery. Additionally, the pump supplies were in use for 3 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer reverted to manual injections for insulin therapy. There was no reported adverse impact to customer's blood glucose level.